Manufacturer narrative:
As of 04/29/2025 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
On the initial report received by aso on 03/26/2025 consumer stated that product ripped her skin. On the completed consumer information report (cir) received on 04/08/2025, the consumer stated that she used the bandage to cover a wound on her left breast. The bandage ripped her skin off and now has a permanent scar on her chest. Treatment was required. The consumer went to the dermatologist that informed that area needed to be healed. In addition, the consumer states the issue was with the tape area and that the symptoms did not correct after she stopped using the product.